Manufacturer narrative:
Device received with missing segments due to cracked zebra connector. Unable to perform self test and displacement test due to missing segment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called and reported that their insulin pump was not responding and had a partial display. The customer's blood glucose was 143 mg/dl at the tie of the incident. Customer stated that the insulin pump was neither dropped nor bumped. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.